Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The fluid leaked from an unknown location. Fluid was felt on the cassette after treatment was completed. The patient reported m30 balloon valve leak warning messages occurred during step 5 of setup. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform of a cycler replacement and fluid leak. The cycler was replaced. The patient was advised to discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Additional information was requested but was not received to date.

Manufacturer narrative:
Plant investigation: the plant investigation is in process. A supplemental MDR will be submitted upon completion of this activity.

Manufacturer narrative:
Plant investigation: no parts were returned to the manufacturer for physical evaluation. A records review was performed on the reported serial number. An investigation of the device manufacturing records was conducted by the manufacturer. There were no non-conformances, or any associated rework identified during the manufacturing process which could be related to the reported event. In addition, the device history record (DHR) review confirmed the results of the in-progress and final quality control (qc) testing met all requirements. The investigation into the cause of the reported problem was not able to be confirmed. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.

Event description:
A peritoneal dialysis (pd) patient reported a fluid leak was discovered during drain 2 of 4 of treatment. The patient had already completed treatment when they contacted support and was not connected during the call. Fluid was discovered in the pump module area and on the external of the cassette. The patient was connected during the incident. The fluid leaked from an unknown location. Fluid was felt on the cassette after treatment was completed. The patient reported m30 balloon valve leak warning messages occurred during step 5 of setup. The patient was advised to contact the peritoneal dialysis registered nurse (pdrn) to inform of a cycler replacement and fluid leak. The cycler was replaced. The patient was advised to discontinue use of the cycler. The patient knew how to perform continuous ambulatory peritoneal dialysis (capd) and would perform manuals. Additional information was requested but was not received to date.